Event description:
When the md began use of the device in question, a small amount of unidentified dark oily liquid came out of the tip and into the surgical site. The device was immediately sequestered and replaced. The surgical site was thoroughly irrigated.